Event description:
The string has broken off, almost half the string- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string has broken off. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.